Event description:
This case, reported by a diabetes nurse educator (dne) via a sales rep with additional info from the consumer, concerns a male pt who experienced hyperglycemia. The pt was taking insulin lispro (humalog) via pen injector device (humapen ergo teal/clear) for treatment of diabetes. It is unknown whether the pt was trained. It is unknown how long he was using the humapen. The pt has been on the novopen in the past and has already changed to humapens three times. During treatment with insulin lispro via the humapen (ms8929,a1511), the pt experienced hyperglycemia. The pt the pt also denied further info. Further info is not expected.

Event description:
This case, reported by a diabetes nurse educator (dne) via a sales representative with additional information from the consumer, concerns a patient who experienced hyperglycemia. The patient was taking insulin lispro (humalog) via pen injector device (humapen ergo teal/clear) for treatment of diabetes. It is unknown whether the patient was trained. It is unknown how long patient was using the humapen. The patient had been on the novopen in the past and has already changed to humapens three times. During treatment with insulin lispro via the humapen (ms8929, a1511), the patient experienced hyperglycemia. The patient stated that this was patient's second humapen in four weeks. Patient doesn't feel comfortable with the humapen and is "worried about the exactness of the dose". Patient stated that air gets into the cartridge causing patient to "take off the needle after usage". There are air bubbles in the cartridge and feels patient is "getting bad dose" with humapen. As a result, the patient has had bad control of blood glucose levels and experienced hyperglycemia requiring patient to be "hospitalized in an out-patient treatment centre". The patient has gone back to using syringes and is doing "o.k". The humapen will not be returned to the company but has been returned to the regulatory authority. The reporting diabetes nurse educator believes the event is related to the humapen. The dne would not provide further information. Further information will be requested from the patient. This report is cross-referenced to the global products complaints management system (gpcsm) database cid98005. Update 01-oct-2001: added association between drug and event. Update 02-oct-2001: added manufacturer's preliminary comments.